Event description:
The account alleged that the bed exit alarm is not working. The patient fell while trying to get out of bed by him self. The patient is complaining of back pain. The doctor suspects possible muscular/skeletal compression fracture but the patient is refusing x-rays. The nurse indicated the patient gets confused and tries to get up by himself.

Manufacturer narrative:
The rental bed was replaced at the account. Repairs have not been completed.